Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient remained on the ungrounded cable and was at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional log files were submitted for review and captured low speed and pump stop alarms on (B)(6) 2024 while the patient was connected to batteries. This indicated that the repair did not remove the short within the driveline and it was recommended that the patient continue to utilize an ungrounded cable.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop while on battery power. The pump restarted with external driveline manipulation. The entirety of the external driveline was worn and rescue tape was applied. Review of the log files revealed pump stop alarms and low speed advisories starting on (B)(6) 2024. The alarms occurred when the system controller was connected to battery power. An ungrounded patient cable was requested. X-ray images were sent and tech services noted a few areas of concern on the driveline. Tech services scheduled to repair the driveline. An external driveline replacement was performed on (B)(6) 2024. The removed section of the driveline was returned for evaluation. The maximum external length of driveline was removed so another driveline repair would not be possible in the future.

Manufacturer narrative:
Section d4, primary UDI number: updated. Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low-speed and pump stop events; however, evaluation of the patient¿s replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events observed within the log file. The submitted log file captured multiple pump stops and low-speed events on 02aug2024 and 16aug2024while the system was operating on battery power. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue resulting from a phase to phase short. The pump regained speed on its own after each event and operated above the low-speed limit through the remaining duration of the file. The returned portion of driveline measured approximately 19 inches. Rescue tape was present on the majority of the driveline. Upon removal of the rescue tape, damage to the outer jacket was observed in multiple areas. The bionate layer was discolored but otherwise unremarkable. Breakdown of the metal braided shield was observed throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Microscopic inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for insulation resistance testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. The account reported that ungrounded patient cables were requested. The account noted the plan of care was to keep the patient on an ungrounded patient cable. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. Incidental finding revealed that damage to the driveline outer jacket was observed in multiple areas throughout the driveline. The heartmate ii instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.